Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was flashing when turned after being in sleep mode. Blood glucose level at the time of the incident was 118 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test and self-test. No flickering of screen anomalies, display anomalies or missing segments/partial display anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.